Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 days post implant of this 31mm mitral bioprosthetic valve, a permanent pacemaker was implanted. The reason for the permanent pacemaker was reported as 3rd degree atrioventricular block or complete heart block. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information which stated that a left sided cryomaze procedure had also been performed to treat atrial fibrillation (afib) during the same procedure as the mitral valve implant. It was also reported that another reason for the permanent pacemaker was symptomatic bradycardia. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated a4 updated b5 updated b7 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.